Manufacturer narrative:
The device was received. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported this was an arteriotomy closure of a mildly calcified common femoral artery using the pre-close technique via a 6fr sheath hole prior to a transcatheter aortic valve replacement (tavr) procedure. Reportedly, the first prostyle device was difficult to introduce into the artery; therefore it was removed. The sutures of two new prostyle devices were successfully pre-placed. The sheath was upsized to a greater than 8.5fr sheath and the tavr procedure was completed. Hemostasis was achieved with the pre-placed prostyle sutures. There was no reported adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.

Manufacturer narrative:
Visual and functional inspections were performed on the returned device. The reported difficulty to insert could not be replicated in a testing environment as it was based on operational circumstances. A review of the lot history record revealed no manufacturing nonconformities that would have contributed to this complaint. Additionally, a review of the complaint history identified no similar incidents from this lot. The investigation determined the reported difficulties and subsequent treatment appear to be related to challenging anatomical conditions. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling of the device.